Event description:
The consumer reported that the binaxnow¿ covid-19 antigen self test extraction reagent came into contact with the patient's nostrils on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service provided that safety data sheet to the customer and no further action is required. According to the package insert in195150 v. 3.0 precautions the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. The product will continue to be monitored and tracked.